Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the lot number on its label. The following information was provided by the initial reporter: "no lot."

Manufacturer narrative:
Investigation summary: a complaint lot history check was performed on lot # 1326750 for label information missing (no lot). This is the 2nd related complaint for label information missing (no lot) on lot # 1326750. Related complaints - (B)(4). Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two images of the 31gx6mm bd insulin syringe shelf carton from lot# 1326750. The customer reported torn box and no lot information. The photos were examined, and it was observed the shelf cartons were torn and crushed. The photos also revealed that the printed lot number, manufacturing date, and expiration date were missing from the back of the shelf carton. A review of the device history record was completed for batch# 1326750. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure of label information missing based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time manufacturing (holdrege) will be notified of this issue. Catalog #: 324903, batch #: 1326750, catalog description: syringe 1ml 31ga 6mm 10bag 500 ap. Issue: visual inspection of the pictures exhibits cosmetic damage on one of the samples, and the lot code information is also found missing on the cartons. Analysis of sample: shelf carton is damaged and missing lot code information process: finished cartons are conveyed across a scale to ensure that the correct number of syringes are placed in the cartons and then in the case pack. Once five cartons are in position, a case is erected, and the five cartons are shuttled into the erected case. The case then is taped closed and transferred to the palletizer system, where they are labeled and placed on the pallet. Investigation: a review of the device history record and leading 2lean (l2l) was completed for batch# 1326750. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: l2l dispatch 137910 for missing print: schubert faulting out very frequently (every 2 or so cycles, sometimes every 4) for carton not correctly printed removed. Corrective action- adjustments on schubert against dispatch number 137910. Quality: complaints received for this device and reported conditions would continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the lot number on its label. The following information was provided by the initial reporter: "no lot".